Event description:
It was reported that the device's motor was not running. The event occurred as the nurse was setting up the pump to be used a feeding pump, the error message "motor not running" appeared after the pump was turned on. There was no delay in treatment and no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked right plunger case. Review of the event history log (ehl) showed motor not running (mnr). A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the motor. As a result, the motor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.